Manufacturer narrative:
(B)(4). This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise. The patient was hospitalized pending further evaluation. A local sales representative checked the patient's device and performed troubleshooting to try to recreate the noise. It was noted the shock impedance during this episode was higher than expected, but not out-of-range, at 114 ohms. The programmed vector at the time of the shock was alternate. It was possible to create myopotential noise in the secondary and primary vectors, with noise more often properly detected with n markers in secondary; however, this was not the same morphology as the noise in the untreated and treated episodes. In the stored episodes, the noise was non-physiologic, with a loss of signal and wandering baseline, consistent with incomplete lead insertion, an impaired lead, or other impairment of the lead contact in the device header. X-rays were performed, showing the system placement might be too high. The physician wished to avoid an invasive intervention at this time. The device remains in secondary with a gain of 2x and the patient will be closely monitored in the remote monitoring system. Technical services reviewed the next two remote follow-ups to evaluate how the secondary vector was performing. No new episodes were stored and the presenting egms showed good sensing. The device remains implanted and in service. No additional adverse patient effects were reported outside of the inappropriate shock.